Manufacturer narrative:
H10 additional narrative: investigation summary ==> according to the information provided, it was reported that at the start of an arthroscopy the rad32" 4k/uhd medical display didn¿t showed proper imaging, the image was flickering and had horizontal lines across the monitor. After several power cycles with the cable and setting alterations on the system, it starting working properly. As the source of the issue is not clear the display will not be sent for repair. The complaint device is not being returned, therefore unavailable for a physical evaluation. Since the complaint device was not returned, we cannot determine a root cause for the reported failure. If the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device serial number:(B)(4) and no non-conformances were identified.  At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot ==> a manufacturing record evaluation was performed for the finished device serial number:(B)(4) and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the sales rep via complaint submission tool that at the start of an arthroscopy the (B)(6) didn¿t showed proper imaging, the image was flickering and had horizontal lines across the monitor. After several power cycles with the cable and setting alterations on the system, it starting working properly. No patient consequence and no surgical delay was reported. No additional information was provided. Additional information from the affiliate confirmed a surgical delay did not occur.